Manufacturer narrative:
Final analysis confirmed that it was difficult to insert the test leads into the pulse generators v-connector port. The lead insertion force used to insert the lead was out of specification for the product.

Event description:
It was reported that during the implant procedure, the physician had difficulty inserting the ventricular lead into the pulse generator header. The device was not implanted and a new device was used.